Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was unable to prime due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked case near a display window, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a stained end cap sticker and a stained address and serial number label.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was not given. Nothing further was reported.